Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During an atrial fibrillation procedure, a versacross connect access solution kit for faradrive and a farawave pulsed field ablation catheter and were selected for use. After approximately 10min, the nurse noticed that the heart rate increased around 135 and the blood pressure was around 52. The physician used echocardiogram to verify an effusion occurred and confirmed that one had accumulated. The procedure was stopped and a pericardiocentesis was performed to drained approximately 400cc of liquid. The condition was stable, and the patient was sent to recovery and is expected to fully recover. Imaging was unable to locate a perforation. The devices are not expected to return as they were disposed.